Manufacturer narrative:
Concomitant medical products: product ID: a810, serial#: unknown, product type: software. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional (hcp) regarding a patient receiving sufentanil (150 mcg/ml, 103.26 mcg/day) via an implantable pump for non-malignant pain. The hcp reported the patient came in earlier today for a refill and the drug concentration was changed from 150 mcg/ml to 200 mcg/ml. The hcp stated they forgot to update to the new concentration and the patient was discharged. The hcp stated the patient was coming back tomorrow and by that time, the 150 mcg/ml sufentanil will be gone (delivered). The hcp stated that the physician was aware that the patient will be getting an increased dose for a short time. Bridge bolus theory was discussed. No symptoms were reported.

Manufacturer narrative:
Product ID a810, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-july-16, additional information was received from the healthcare professional (hcp). Additional information reported the patient has been successfully reprogrammed. The cause of the error was "forgot to change concentration on pump and patient left office. When called, she said she couldn¿t come back until next day. Called medtronic to inquire if bridge bolus could be bypassed, but patient ended up coming right back and pump was updated. The device used to program the pump was a tablet. The patient did not experience any symptoms as a result of the programming.